Event description:
It was reported that "at about 14:00 on (B)(6) 2023, in the cardiac surgery ward, after the catheter was inserted into the body, the machine gave an alarm and the balloon rupture after one day of use." There was no report of patient complications, serious injury or death. The 2nd iab was inserted at the same insertion site. The patient condition is reported as "fine".

Manufacturer narrative:
(B)(4). The reported complaint for the "balloon rupture" could not be confirmed upon investigation of the returned sample. The customer returned a 30cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) without the original packaging for investigation. The sample was returned in a brown cardboard box and was in a biohazard bag (inp-1, inp-2). Upon return, the one-way valve was tethered to the short driveline tubing (inp-5). The bladder was fully unwrapped (inp-6). Kinks to the iabc central lumen was noted at approximately 1.8cm and 5.3cm from the iabc distal tip (inp-7). Dried blood was noted on the exterior surfaces of the returned sample. No blood was noted within the iabc helium pathway. The bladder thickness was measured at six points with measurements ranging from 0.0059in-0.0068in and was within specification of process document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times according to quality system document. The iabc central l umen was aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. The iabc was leak tested in accordance with testing methods from manufacturing procedure. No leaks were detected. Full inflation was achieved. The device passed the leak test, and it was repeated with the same results. The iabc was connected to an iabp with a 30cc lab inventory inflation driveline tubing. The iabc was inserted into the "t" tube and 100mmhg backpressure was applied. The iabc was pumped for a minimum of 15 minutes. There were no alarms triggered. The bladder inflated and deflated completely with each beat. The balloon pressure waveform (bpw) was normal. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. Resistance was noted at approximately 1.8cm and 5.3cm from the iabc distal tip, which are the locations of the previously noted kinks. The guidewire was able to advance through the central lumen. No blood or debris was noted. The guidewire was front loaded through the iabc luer. Resistance was noted at approximately 72.0 and 75.3cm from the iabc luer, which are the locations of the previously noted kinks. The guidewire was able to advance through the central lumen. No blood or debris was noted. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint was undetermined. No further action required at this time. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "at about 14:00 on (B)(6) 2023, in the cardiac surgery ward, after the catheter was inserted into the body, the machine gave an alarm and the balloon rupture after one day of use." There was no report of patient complications, serious injury or death. The 2nd iab was inserted at the same insertion site. The patient condition is reported as "fine".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "at about 14:00 on (B)(4) 2023, in the cardiac surgery ward, after the catheter was inserted into the body, the machine gave an alarm and the balloon rupture after one day of use." There was no report of patient complications, serious injury or death. The 2nd iab was inserted at the same insertion site. The patient condition is reported as "fine".